Manufacturer narrative:
(B)(4). (Evaluation result): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, and the lens tore. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was likely to have contributed to the complaint. Based on the information provided by the facility, no definite root cause for the complaint was determined. Per medical review - reportedly, micl was damaged (torn) upon insertion requiring intraoperative lens removal. No reported incision enlargement or any other tissue damage. No reported postoperative sequelae. Despite multiple attempts no additional information has been received to date. Conclusion - based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).